Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer noticed an issue with the photometer lamp. While replacing the photometer lamp as part of monthly maintenance, she noticed the protective coating over the wire had burned off in spots and exposed the copper wire. There were also charred black spots from heat around the exposure. There were no patients involved in the issue. There was no adverse event. The field service representative found the wire had broken due to stress. It had gotten caught and the stress caused the wire to break and create an intermittent opening in the wire. The melting/ burning occurred at the point where the wire was broken. He instructed the customer where to secure the lamp wires so that they were not in line with any moving parts. He verified the customer had replaced the damaged lamp. He inspected the lamp and found no issues.